Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Device replacement was recommended. The physician discussed replacement with the patient, however the patient requested time to think it over. Currently the device remains in service. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to a product performance anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Additional information was received that the device was explanted and replaced. No additional adverse patient effects were reported.

Event description:
Additional information was received that almost a year later the patient presented to the emergency room with complaints of a twinge in his chest and chest pain. Upon interrogation it was found that a code 1007 and 1003 displayed. Boston scientific technical services (ts) was consulted and discussed that code 1003 is indicative of battery voltage too low for the projected remaining capacity and code 1007 indicates that the device could not charge within 45 seconds. It was noted that the patient had received six shocks prior to coming into the emergency room. Ts recommended replacing the device as therapy may not be available to the patient if needed. The following day a physician contacted ts and stated that they were unable to interrogate the device, which was suspected to be due to a depleted battery. Ts once again recommended replacement of the device. The field representative noted that a replacement procedure was scheduled and the patient was made aware of the issues and consequences of not having the device replaced. However the patient walked out of the hospital in the middle of the night without notifying anyone the day prior to the device being explanted. The hospital and physician have left multiple messages for the patient, with no return call. At this time the device remains in service.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Review of the device memory indicated that the low voltage alert, code 1003, had been overwritten due to a large amount of code 1007 stored. Further review found 76 high voltage charges and multiple charge time outs had been recorded. These were determined to be due to the battery voltage dropping to the point where charging is no longer supported. The battery voltage was lower than expected. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device's battery. Low voltage capacitors are used in the device's high voltage charging operation in order to facilitate fast charge times. Malfunction of these capacitors resulted in a high current drain, which was depleting this device's battery faster than normal. Visual inspection confirmed the clinical observation of a weakened header bond. X-ray examination was performed. The header wires were verified to be intact. Improvements have been made to the manufacturing process in order to strengthen the bond between the header and the device case. This device is included in the subpectoral implant advisory population; however this device was implanted subcutaneous.